Manufacturer narrative:
Patient information was unavailable from the site. RMA issued. Replacement camera shipped to site (B)(4) 2014. Suspect part not returned to manufacturer for analysis. Part not returned to manufacturer.

Event description:
A site biomedical representative reported an inaccuracy of 1cm that occurred while in a cranial procedure. The camera was replaced and accuracy was restored. No further details regarding the inaccuracy, or the procedure, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
Upon review of this report it was found that MDR-1723170-2014-00647 was submitted in error and was a duplicate of MDR-1723170-2014-00568.

Manufacturer narrative:
Only patient age and gender could be obtained. It was later reported to the manufacturer that a biopsy was performed and the sample was non-diagnostic and another biopsy procedure was required. Contrary to what was originally reported, the amount of inaccuracy was 2cm, not 1 cm. Contrary to what was reported on follow up #2, this is not a duplicate report. A system checkout was performed on site. The field rep performed several registrations of the model and all were very accurate. During the system testing the camera displayed a fault, even though the tracking was normal and accurate. Therefore the camera was replaced. However, the camera behavior did not appear to be related to the inaccuracy. The suspect camera was tested in house by the manufacturer and passed all accuracy assessments. It is suspected that the month time period between the scans may have contributed to the alleged inaccuracy. When reviewing the 3d models, it is apparent that the patient had a lot of loose/extra skin making him a non-ideal tracer candidate. Medtronic field rep confirmed that the site has been trained on proper scanning protocol and use of the system. No system faults or anomalies were found to be the cause of the alleged inaccuracy.